Event description:
A report was received that the patient had redness and the pocket site was opening up. The physician opened up the pocket and flushed everything out as a precaution. The patient is reportedly doing well.

Event description:
A report was received that the patient had redness and the pocket site was opening up. The physician opened up the pocket and flushed everything out as a precaution. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient had been on oral antibiotics since being implanted. Therefore, the patient was on antibiotics prior to the culture being taken. It is indicated that the ipg will not be returned for evaluation; therefore, a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.